Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at distal end. The instrument was found to have a missing crimp at the distal tip. The cable crimp was not returned with the instrument. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: no fragment(s) from reported 8mm small grasping retractor instrument had fallen into the patient's anatomy. The patient was not injured due to having a broken cable on the instrument. The customer was unable to provide patient demographics. Customer was unable to confirm if post-operative tests were conducted on the patient to check for remaining fragments or if patient had returned to the hospital due to experiencing any post-operative complications related to retention of foreign material.